Event description:
Physician passed biopsy forcep through scope and a small piece of a cleaning brush came out end of scope. This piece of cleaning brush was retrieved with a snare immediately. Dates of use: (B)(6) 2011. Reason for use: cleaning/disinfecting endoscopes.